Event description:
It was reported that an anterior lens vault/z-syndrome was noted in the pt's right eye approx 2 weeks post implant. The pt noticed decrease in vision and yag was performed twice. According to the surgeon, anterior capsule contraction was the likely cause of the event adn the pt's prognosis was reported as "good". Please ref 1313525-2015-00104 for the pt's left eye.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.